Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 46 mg/dl upon waking after sleeping through cgm alerts, received emergency services assessment, treated with yogurt and soda, then later experienced hyperglycemia above 200 mg/dl and subsequently to 316 mg/dl after eating, with recent increased physical activity and recent initiation of seroquel noted; the agent advised disconnecting from the ilet during exercise and reviewed best practices for treating lows and meal/snack handling. Symptoms included hypoglycemia with confusion/disorientation, shaking/tremors, hot flashes/flushes, and subsequent hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific device component or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.